Event description:
It was reported that ipg would not keep a charge and eventually became inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced with a nevro competitor ipg. Therapy was restored.